Manufacturer narrative:
Device is a combination product. A2: age at time of event: above 18 years and older. Device evaluated by MFR.: promus element plus,mr,ous 2.50x20mmmm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent struts were found to be lifted and pulled distally. The outer diameter of the undamaged crimped stent was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. A cd containing 23 series of angiographic images was received with the complaint device. Views of contrast flow through the left main (lm) , left anterior descending (lad) and left circumflex (lcx) coronary arteries indicated lesions present in the mid lcx and in the proximal lad. Multiple pre-dilations were then carried out at lesion site in the mid-lcx using a one markerband balloon. Constrictions were noted on the balloon when inflated. Pre-dilation was then carried out in the lad using a two markerband balloon. There was no promus element plus device in the media and therefore no evidence of the device encountering difficulty crossing the lesion or stent material deformation.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left circumflex artery. After a non-bsc guide catheter and a non-bsc guide wire were engaged, a dilation was performed with a non-bsc and a 2 x15 bsc balloon catheters. A 2.50x20mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and when it was removed, the physician noticed that the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: above 18 years and older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left circumflex artery. After a non-bsc guide catheter and a non-bsc guide wire were engaged, a dilation was performed with a non-bsc and a 2 x15 bsc balloon catheters. A 2.50x20mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and when it was removed, the physician noticed that the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.